Manufacturer narrative:
An abbott field service engineer (fse) was splashed in the face with high concentration (hc) liquid waste coming from the integrated chip technology (ict) hc tubing (pn 7-93272-01) of an architect c8000 analyzer. The fse was not wearing appropriate personal protective equipment (ppe) when the splash to the face occurred. The fse washed his face immediately and had blood drawn for testing (B)(6) per his manager's advice. There was no patient involvement with this issue. The fse identified a blockage in the external hc waste tubing (pn 2-89522-01) which created back pressure in the high concentration waste pathway which caused the ict hc tubing to pop off the t connector , high concentration waste manifold (pn 7-204749-01) and splash the fse in the face. The fse resolved the issue by adjusting (cleaning) the external hc waste tubing and reconnecting the ict hc tubing to the t connector. A cause for the blockage in the external hc waste tubing was not identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect c8000 system service and support manual provide information to address the current issue at the customer site. The information from the customer site and the conclusion of this evaluation do not reasonably suggest that a device malfunction caused the blockage in the waste tubing. The device performs as intended when properly maintained and proper use of ppe may have prevented the splash to the face. The issue was resolved per labeling instructions.

Event description:
While at the customer site to perform maintenance on an architect c8000 analyzer, an abbott field service engineer (fse) was splashed in the face with waste from the high concentration waste container. The fse reports that a t-joint connector split open due to a back-up of waste liquid caused by a blockage in the waste tubing from the pump to the waste container. The fse immediately washed his face and blood was drawn for testing of hepatitis and hiv markers. No further medical treatment was administered. The fse was not wearing any personal protection equipment at the time of the incident. There was no patient involvement in this issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).